Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: investigation of the returned device found the self expanding stent system (ses) with blood and saline on and in the shaft and on the tip, consistent with the ses being advanced into the anatomy. The distal end of the stent implant was stationary on the shaft, but had moved distally and was partially expanded and extending past the distal end of the outer sheath. There was 8 mm of the partially expanded stent implant extending past the distal outer sheath. There was no damage noted to the stent implant. The distal outer sheath was partially retracted for a length of 8 mm. There were chatter marks in the outer outer member for a length of 20 cm proximal to the distal end of the outer outer member. There was a kink in the shaft at the distal end of the distal outer stop. There was no other damage noted to the ses. The handle was in the unlocked position. An attempt was made to turn the thumbwheel and deploy the stent, but the thumbwheel could not be turned. The handle was opened to reveal the rack had retracted for a length of 15 mm. The ses was left soaking in a warm water bath for many days and another attempt was made to deploy the stent, but the stent could not be deployed and the thumbwheel would not turn. Failure to deploy can be a result of, but is not limited to, manufacturing, pre dilatation strategy, anatomical conditions, deployment technique and/or damage to the device deployment mechanisms (handle components/shaft lumens). In this case, a conclusive cause for the failure to deploy could not be determined; however, it may be possible that the kinks and chatter marks noted in the shaft may have contributed to the reported difficulty. Potential factors that can contribute to shaft kink(s) include, but are not limited to, manufacturing, insufficient support during prep, patient anatomy, lesion tortuosity, or insufficient support during use. Chatter marks may possibly be the result of advancing contralateral over the superficial femoral artery (sfa) or applying a pulling force to the shaft. To ensure the kinks and chatter marks are not manufacturing related, during production, the absolute is 100% visually inspected for shaft damage at multiple operations prior to packaging. The partial deployment of the stent is likely the result of the outer sheath being partially retracted in such that the distal end of the stent was exposed and with further handling, this exposed portion of the stent likely began to expand. Reportedly, the absolute was used to treat the sfa. It should be noted that the indications for use as listed in the instruction for use states: the absolute .035 biliary self-expanding stent system is intended for palliation of malignant strictures in the biliary tree. In this case, it can not be determined if the off-label use contributed to the reported deployment difficulties. A conclusive cause for the reported deployment difficulties, partial deployment and damage to the shaft could not be determined. However, there is no indication to suggest a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records for this lot that could have contributed to the reported event. All self expanding stents are 100% visually inspected on both the inner diameters and outer diameters for damage. Additionally, the stents are 100% inspected after the stent has been collapsed onto the stent holder. All self expanding stent delivery systems are also inspected for kinks during the manufacturing process.

Event description:
It was reported that during the procedure in the left superficial femoral artery, after pre-dilatation, an attempt was made to turn the thumbwheel of the absolute self-expanding stent system to initiate deployment of the stent; however, the thumbwheel did not turn and the stent did not deploy. There was no report of partial deployment or exposure of the stent. There was no adverse patient effect. Though requested, additional information was not provided. Return device analysis revealed that the distal end of the stent implant was stationary on the shaft but had moved distally and was partially expanded and extending past the distal end of the outer sheath.